Event description:
Customer's spouse called in to report having issues with a batch of sensors. Customer's spouse stated it seemed there was a connections issue with the sensors. States customer never had any issues prior to the sensors. Customer's blood glucose was unknown. Customer's spouse did state customer was down to 20 last week. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.